Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: during a sigmoid resection procedure the clip cut a vessel. The operating time was extended by more than 30 minutes, there was blood loss of 500 ml, the incision was extended by more than 1 inch, and the procedure was changed from endoscopic to open surgery

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The instrument was received sealed with the full complement of fifteen clips. No visual abnormalities were observed with the instrument. The instrument was applied to appropriate test media for functional evaluation. The instrument was found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formation was achieved and the firing handle was released. In addition, when the cartridge was empty, the interlock engaged to prevent the jaws from approximating. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: additional information received from the account stated that in the instrument the clip had the usual form, after firing the branches crossed easily. The clip was no longer in the jaws of the device and had been applied to the tissue when the vessel was cut. There was no permanent tissue loss or damage. A new lapro clip was used to treat the cut vessel. The patient is currently well.

Manufacturer narrative:
(B)(4).